Event description:
It was reported that a cartridge alarm occurred during insulin delivery.there was no adverse impact to the customer¿s blood glucose level.prior to cartridge alarm the pump exposed to any external magnets.cts educated caller that exposure to magsafe magnets (such as those found in iphones) can cause this alarm to trigger.cts instructed caller to remove cartridge from pump and deliver a 9 unit bolus completed successfully. The customer resumed insulin therapy with a new cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.